Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a bluetooth pairing failure. No additional patient or event information is available. Data was provided for evaluation. The reported pairing failure was confirmed via data. The root cause could not be determined. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.